Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored delivered inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, pacemaker mediated tachycardia (pmt) episodes were stored and were appropriately terminated by the algorithm. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.